Event description:
The patient was enrolled in the champion-af study on (B)(6) 2022 with patient identifier (B)(6). It was reported that stroke occurred. Prior to the index procedure, aspirin was administered. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx device was successfully placed with complete seal and deployed device diameter of 22.2mm. The patient was discharged the following day on aspirin and clopidogrel. Two-hundred and sixty-eight days later, the patient presented to the emergency department with complaint of acute communication disorder and paralysis of the right side of the face with forced turning of the head and gaze to the left. Computed tomography (CT) revealed no evidence of an acute intracranial hemorrhage or ischemia. CT angiography revealed no vascular occlusion. Intravenous thrombolytic therapy was started in response to this event. The patient was admitted to the hospitalized on the stroke unit and aspirin was held. The next day head CT scan revealed new subarachnoid hemorrhage in the left parietooccipital region without evidence of demarcating infarct areas were noted. New mucosal swelling of the ethmoidal cells and secretion retention in the sphenoid and maxillary sinus on the right. The event was defined as subarachnoid hemorrhage with suspected ischemic stroke in the supply area of the left middle cerebral artery. Over the course of hospitalization, symptoms improved although the patient had an unsteady gait and was not independently mobile. Neurological examination revealed generalized weakness. Three days after hospitalization, the patient was transferred from the stroke unit to the in-house early neurological rehabilitation. Five days after hospitalization, head CT revealed still definable parenchymal hemorrhage, left parietooccipital sub arachnoid hemorrhage and right frontal galeal hematoma and no new intracranial hemorrhages. Seven days after hospitalization, aspirin was restarted. Over the course of the hospitalization, the patient's gait continued to improve. Seventeen days after hospitalization, the event was considered to be resolved and the patient was discharged home on aspirin.